Event description:
It was reported that the nurse stated that the arctic sun device runs for a moment and then alerts low flow. Already swapped out devices but getting same alert. Disconnected and reconnected pads using proper technique. All lines straight with no bends or kinks. Fluid delivery line (fdl) secure and in lock position. Device primed to 0 l/m with low air leak alert. System diagnostics showed that the outlet monitor temperature (t1) was 10.1c, outlet control temperature (t2) was 10c, inlet temperature (t3) was 28.6c, chiller temperature (t4) was 5c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -2.2psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 4, system hours were 5469.2 and pump hours were 1298.9. Walked through placing in manual control at 30c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 12.4c, outlet control temperature (t2) was 12.2c, inlet temperature (t3) was 13.6c, chiller temperature (t4) was 6c, water flow rate (wfr) was 2.3 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 90 percentage, mixing pump command (mpc) was 0, heater 100 percentage. Advised to tag for biomed labeled low air leak. Swapped out to another device, but the nurse stated that there was no tag on device with model or sn. Looks like it has been removed. Placed in manual control at 30c with no pads. Outlet monitor temperature (t1) was 22.8c, outlet control temperature (t2) was 25.7c, inlet temperature (t3) was 23.6c, chiller temperature (t4) was 6.5c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 47 percentage, mixing pump command (mpc) was 0, heater was 59, water reservoir level (wrl) was 2, system hours were 6222.9 and pump hours were 6067.6. Added back pads while in manual control and water flow rate (wfr) was 1.4 l/m, inlet pressure (ip) was -1.5psi, circulation pump command (cpc) was 100 percentage. Advised 2-part issue. Frist device needs to be evaluated, and pads need to be swapped out. This second device is performing as expected in manual control with no pads. Disabled manual control and nurse would swap out pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The device was not returned. A DHR is not required as the serial number is unknown. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. No additional actions are needed. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the arctic sun device runs for a moment and then alerts low flow. Already swapped out devices but getting same alert. Disconnected and reconnected pads using proper technique. All lines straight with no bends or kinks. Fluid delivery line (fdl) secure and in lock position. Device primed to 0 l/m with low air leak alert. System diagnostics showed that the outlet monitor temperature (t1) was 10.1c, outlet control temperature (t2) was 10c, inlet temperature (t3) was 28.6c, chiller temperature (t4) was 5c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -2.2psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 4, system hours were 5469.2 and pump hours were 1298.9. Walked through placing in manual control at 30c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 12.4c, outlet control temperature (t2) was 12.2c, inlet temperature (t3) was 13.6c, chiller temperature (t4) was 6c, water flow rate (wfr) was 2.3 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 90 percentage, mixing pump command (mpc) was 0, heater 100 percentage. Advised to tag for biomed labeled low air leak. Swapped out to another device, but the nurse stated that there was no tag on device with model or sn. Looks like it has been removed. Placed in manual control at 30c with no pads. Outlet monitor temperature (t1) was 22.8c, outlet control temperature (t2) was 25.7c, inlet temperature (t3) was 23.6c, chiller temperature (t4) was 6.5c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 47 percentage, mixing pump command (mpc) was 0, heater was 59, water reservoir level (wrl) was 2, system hours were 6222.9 and pump hours were 6067.6. Added back pads while in manual control and water flow rate (wfr) was 1.4 l/m, inlet pressure (ip) was -1.5psi, circulation pump command (cpc) was 100 percentage. Advised 2-part issue. Frist device needs to be evaluated, and pads need to be swapped out. This second device is performing as expected in manual control with no pads. Disabled manual control and nurse would swap out pads. Per follow up information received via task on 30sep2025, spoke to nurse would confirm pads had been exchanged and were being kept in the storage closet. No further issues with treatment after pad exchange. The nurse confirmed three devices total were in use. They had already swapped devices once prior to calling and they tried two other ones while on the phone with the helpline. Nurse stated a biomed picked up at least one of these devices during shift but could not confirm which one.